Event description:
During procedure using a heli-fx endoanchor system. The plier would not work once it was opened on the back table. "No injury" & "another one worked fine". Preop dx: ruptured aaa, status post evar, and previous proximal aortic cuff placement. Procedure: bilateral open femoral artery exposures. Placement of proximal aortic stent graft cuff for rupture.